Event description:
Reportedly, during the implant attempt, difficulties were encountered while operating the fixation mechanism of the device. As indicated, the helix remains blocked in the extended position, and the recommended maximum of 10 rotations was not respected during the procedure.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.